Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer blood glucose value at the time of incidence was 112mg/dl and current was 446mg/dl. Customer also receive no delivery alarm and ended up doing complete set changed. Customer stated they feel ok to troubleshoot and using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege insulin pump under delivery of insulin. Device will not be returned for analysis. Frn- reservoir; unomed set.